Event description:
It was reported that during a tibia nailing procedure, the surgeon used the depth gauge to measure the nail, and it was not the correct length. The surgeon selected another measuring device and selected another nail and completed the procedure.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Synthes lot # 4333040. The sample was received. Measurable dimensions were found within specification according to sept 2001 revision. The graduation on the tool changed on a sept 2002 revision. This product met requirements prior to the change. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a mfg perspective.